Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime and a33 test and excessive no delivery test. No motor error alarm noted. The motor was tested outside of the device and passed. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors during basal. Customer does not recall any significant events leading to the error. Customer's blood glucose was 497 mg/dl unknown at the time of incident. Troubleshooting was done for motor error and found that the pump could complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.